Event description:
It was reported that the arctic sun device was not cooling during decontamination was confirmed. Root cause determined to be due to a failed mixing pump head.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling during decontamination was confirmed. Root cause determined to be due to a failed mixing pump head.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Device not cooling during decontamination. Test mixing pump installed to cool. Serviced mixing pump. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation pump, replaced the evaporator outlet tube, double bend tube, heater, drain valves, and manifold o-rings. Unit was cleaned. Coin cell was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.